Manufacturer narrative:
The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter displayed inaccurately high readings compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient is alleging that the meter started to read inaccurately high during the week of (B)(6) 2015. The patient manages his diabetes with insulin (no adjustments). He reported that prior to the alleged incident, he had administered his usual dose of 24 units of an unspecified insulin. He claimed that during the week of (B)(6) 2015, he obtained an alleged inaccurately high blood glucose result of "115 mg/dl". The patient reported that at the time he obtained the result, he felt hypoglycemic with symptoms of "shaking weak and sweat". Meter to feelings/normal results comparisons are invalid for the purposes of determining an inaccuracy. The patient indicated that as a result of his symptoms, he checked his blood glucose level using another meter (freestyle) and obtained a result of "63 mg/dl". The patient reported that he then self-administered food to treat his symptoms. During troubleshooting, the csr established that the patient's meter was set to the correct unit of measure. However, the csr noted that the patient's test strips had been opened longer than the discard date or stored improperly. In conclusion, from the information provided, there is no evidence that the subject meter was reading inaccurately. However, this complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered medication based on the alleged results and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1:the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.